Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2011. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; thi pain; pain inter; off vag dis; diff bowel; rec incont; damage. Nonsurgical treatments: on (B)(6) 2013 the patient commenced pain medication: osteomol 665 paracetamol tablet 665mg for the treatment of: to ease the pain in back and legs. Treatment duration: ongoing. On (B)(6) 2008 the patient commenced psychological medication: effexor-xr sr capsule 150mg for the treatment of: to treat anxiety panic attacks and ptsd depression -major. Treatment duration: ongoing. On (B)(6) 2011 the patient commenced other medication (please specify): movicol sachet 1 sachet upto 8 times a day for the treatment of: to treat constipation . Treatment duration: ongoing. On (B)(6) 2011 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to help with incontinence to strengthen pelvic floor muscles. Treatment duration: 7months. On (B)(6) 2019 the patient commenced pain medication: endep 30mg before bed for the treatment of: to help with pains in legs and back. Treatment duration: ongoing.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.